Event description:
Pt traveling by airplane claims that the batteries malfunctions rendering the eclipse inoperable. The pt became distressed. After the flight landed, the eclipse was reactivated and oxygen was provided. The pt is claiming to suffer tremors and confusion from lack of oxygen.

Manufacturer narrative:
Sequal received letter from pt's attorney regarding the reported event. Sequal has requested to obtain the device serial number, model and a clearer description of reported events from the attorney. No response has been provided at the time of this report. Sequal will continue to investigate this claim and will provide FDA an update on the investigation once info is obtained.